Event description:
It was reported that during surgery, device broke inside patient. All pieces accounted for. The distal tip was extracted and subsequently dropped on the floor. No delay. No revision surgery performed. No back up device available.

Manufacturer narrative:
The associated device was returned and evaluated. A visual inspection of the returned device confirmed the stated failure mode. A section of the threads on the tip of the retaining rod was fractured off and was not returned. The retaining rod was manufactured in 2009 and exhibits signs of extensive wear/usage. The driver was manufactured in 2017 and exhibits signs of moderate wear/usage. A review of complaint history did not reveal additional complaints for the listed batches for the same failure mode. A review of the manufacturing records did not reveal a manufacturing abnormality that could have caused or contributed to the reported incident. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. We recommend that all reusable instruments be routinely inspected for wear and damage and replaced as necessary. Based on this investigation, the need for corrective action is not indicated. Should additional information be received, the complaint will be reopened. No further investigation is warranted for this complaint; however we will continue to monitor for future complaints and investigate as necessary.